Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
Customer reported via phone call that the insulin pump went blank immediately after insulin pump was exposed to moisture. Customer blood glucose level was unknown. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.